Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one sample was tested for methotrexate on dimension exl 200 integrated chemistry system. Siemens is investigating discordant test results for methotrexate. MDR 2517506-2023-00241 was submitted for the same event.

Event description:
On 19-oct-2023 one patient sample was tested for methotrexate (mtx) on a dimension exl 200 integrated chemistry system. The initial test result was reported to the physician(s). The sample was repeated on an alternate dimension exl 200 with dilution and the test result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant mtx test result.

Manufacturer narrative:
The initial MDR 2517506-2023-000242 was submitted to the FDA on 16-nov-2023. Additional information (29-nov-2023): siemens evaluated the available data and found that the customer is using the ark methotrexate reagent on the dimension exl. The ark methotrexate reagent is not validated and is not supported for use on the dimension exl. The ark methotrexate reagent is configured as a user defined assay on the dimension exl and the technical performance of the assay cannot be evaluated. An instrument log file was not available for the evaluation of sample ID (B)(6). Siemens cannot confirm an analyzer issue. The cause of ark methotrexate test result discordance is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.